Event description:
It was reported that during surgery, the surgeon appeared to have problems with the target device. The distal drilling went astray. The surgeon used freehand locking to complete the surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.